Event description:
On (B)(6) 2025, a patient underwent a single-use drainage catheter for intraoperative for liver abscess drainage using navarre universal drainage catheter. During patient repositioning, it was reported that the connection point of the drainage tube had allegedly ruptured thus interrupting the procedure. The site was promptly secured using three-millimeter adhesive tape, allowing drainage to resume without further issue. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows the partial view of a drainage catheter in which complete break was noted on the catheter hub. The broken part was noted to be missing from the catheter hub. Therefore, the investigation is confirmed for reported fracture and identified material separation issues as complete break was noted on the catheter hub. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a single-use drainage catheter for intraoperative for liver abscess drainage using navarre universal drainage catheter. During patient repositioning, it was reported that the connection point of the drainage tube had allegedly ruptured thus interrupting the procedure. The site was promptly secured using three-millimeter adhesive tape, allowing drainage to resume without further issue. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.